Manufacturer narrative:
(B)(4). The device was available for evaluation. This is an ancillary event that was found during service of the device. Review of the event log found evidence of the iipv event. The cause was determined to be that one or more cycle advances to the next fill when a slow or no flow occurred, above the minimum drain threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1572ml, indicating the home patient (hp) drained 1572ml more than their maximum programmed fill volume of 2500ml. No additional information is available.